Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: h2, h3, h6, h11 corrected field: h11 (technical assistance support (tac)) the device was not returned to olympus for inspection; however, the field service engineer performed the investigation and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the reported malfunction image to the monitors was lost was traced to the component failure. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps were performed. The field engineer removed the signal from the inogen box used for provation and connected the video signal directly to monitor 1, confirming an image. The outgoing video cable was moved from ¿in¿ to ¿out¿ so an image could be seen on monitor 2. The engineer worked with biomed to replace the inogen box with another from a neighboring room, but the issue persisted. The video signal from a cv-1500 on a travel cart was connected to the inogen box, but no image was observed. The video settings on the cv-1500 were compared with a working room, and no differences were found. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had the image to the monitors was lost. The event occurred during setup. There were no reports of patient involvement.